Manufacturer narrative:
Through functional testing, run-on was confirmed.

Event description:
It was reported that during equipment testing conducted at the manufacturer facility the device continued to run after the trigger was released. No medical intervention and no adverse consequences were reported with this event. As this event occurred during testing, there was no patient involvement and no delay to a surgical procedure.